Event description:
Upon routine interrogation of her boston scientific cognis 100-d implantable defibrillator an unexpected warning alert reporting that voltage is too low for the projected remaining battery capacity. Boston scientific technical support recommended generator change as the stated remaining longevity is not correctly calculated and that there may be a current loss in the system. This prompted her to be scheduled for removal of the old ICD and implantation of a new device.